Event description:
Event description guidant received information that the patient with this cardiac resynchronization therapy defibrillator (crt-d) reported feeling sick. On the electrogram no pacing was seen. Upon interrogation, telemetry was unable to be established. The device was explanted and replaced with another guidant product. At a routine visit 3 months earlier, the device's battery status was noted to be middle-of-life 2.